Event description:
Information received indicates that the vacuum relief valve was attached backwards in the vent line as part of a custome tubing pack. This misassembly was noted before bypass began. The valve was cut out of the line and reattached correctly and case proceeded without patient affect.

Manufacturer narrative:
We did not receive the device from the customer since they re-assembled the valve correctly, and used it without patient incident. We did, however, receive a photo from the customer which showed that the one-way valve was assembled backwards. Also, product from the same lot# in inventory was checked and the misassembly verified with actual product. One customer was impacted, and all affected product has been returned to medtronic. Conclusion: it was confirmed that the device was out of specification in a manner that related to the event. There were no adverse patient outcomes associated with the misassembled valve.